Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ia endoleak was determined to be user related due to the intentional placement of the proximal extension into an off label neck anatomy with a juxtarenal aneurysm and diameters outside of the treatment range. Procedure related circumstances did not likely contribute to the event. Anatomical factors such as off-label anatomy likely contributed to the reported type ia endoleak. Additionally, the cautionary product use conditions of significant calcifications in the proximal neck likely contributed to the event. It was noted that the type ia endoleak left at the end of the procedure successfully resolved by the 30 day follow-up. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Event description:
An afx bifurcated stent graft was implanted with a vela suprarenal aortic extension to treat an abdominal aortic aneurysm. At conclusion of the procedure a potential type 1a endoleak was noted. The physician elected to balloon with a coda balloon twice in attempts to resolve the endoleak, however the endoleak persisted. It was noted that the endoleak resolved on its own by the 30 day follow-up. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was implanted with a vela suprarenal aortic extension to treat an abdominal aortic aneurysm. At conclusion of the procedure a potential type 1a endoleak was noted. The physician elected to balloon with a coda balloon twice in attempts to resolve the endoleak, however the endoleak persisted. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.